Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250 ml/hr and 25 ml were performed and tested in spec. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: event 1: programmed the pump for an infusion with the volume to be 80 ml infused in 30 minutes and it infused in 15 minutes.